Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014 device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the battery cap found no cosmetic damages. The cap¿s threads were intact and spring was secure. The cap¿s contact height and width measurements were within specifications. The pump was not returned and a test pump was used in the remaining evaluation. The returned battery cap was able to secure properly onto the pump and the pump powered up and functioned properly. The investigation was unable to duplicate the reported power issue with the returned battery cap.